Event description:
Reporter indicated that vns pt was experiencing intermittent and painful stimulation. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator was not at end of svc. X-rays did not reveal any obvious discontinuities in the ncp system. Treating neurologist plans to see the pt again for add'l device diagnostic testing.